Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the radiofrequency (rf) head connection was loose, that pressure needed to be applied on the connector in order to interrogate. The link electronic module was to be sent on for repair. It was further noted that the programmer failed light-emitting diode control tests and it was attributed to the loose rf connector, and that the hard drive health was 99%. The programmer was to be scrapped. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.